Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced a stent thrombosis and myocardial infarction. The target lesion was located in the mid left anterior descending (mid lad) artery with 80% stenosis, and was 34mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilatation and a 3.5 x 38mm taxus liberte study stent with 0% residual stenosis. A device malfunction of mild stent delivery system withdrawal resistance occurred. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1454 days post index procedure, the patient had a stent thrombosis and was admitted to the hospital. While still hospitalized, the patient had a lateral anterior septal myocardial infarction (mi). The patient underwent a pci target vessel revascularization which revealed a 100% stenosis with timi 3 flow in the mid lad. The patient was treated with balloon angioplasty. The post treatment diameter stenosis was 0% with timi 3 flow. The patient was treated with angioplasty and placement of a non bsc stent. The post treatment diameter stenosis was 0% with timi 3 flow. Eight days later while hospitalized, the patient had another lateral anterior septal mi and stent thrombosis. The patient underwent pci to treat the 100% stenosed proximal lad. The patient was treated with balloon angioplasty. Post treatment stenosis was 0% with timi 3 flow. Fourteen days later, the event was resolved with no residual effects and the patient was discharged.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.